Manufacturer narrative:
The device has not been return, so an actual device evaluation is not performed. However, an evaluation is done based on historical records. This supplemental report is being submitted to provide this information. The reported issue was the image was very dark, there was no light out of the distal end with the main lamp on. The device history record review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing. Since there are no abnormalities at the time of product release it is likely that it is an accidental component failure.

Manufacturer narrative:
This is the second of two associated medwatch reports filed for this event. No additional information for the event or patient is available yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown procedure, when the camera control unit was being used in conjunction with the device, the light would shut off. The camera image was very dark. With powering off and then on for both the camera control unit and the device, it appeared that the light and camera were both working. When in use, the light source did not work; there was no light out of the distal tip, even with the main lamp on. Emergency light also only gave a dim illuminance. The camera was not the issue, as there was an image. No image was lost; the image was just very dark. The same issue happened with another camera. The issue was with the device and the xenon light source. There was no adverse impact to the patient.